Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was damaged during extraction. The portion of the distal tip remained embedded in the coronary venous system. Moreover, the patient experienced infection and was treated with medical intravenous antibiotics. This lead was explanted. No additional adverse patient effects were reported.